Event description:
It was reported the customer received a low reservoir alarm. The customer also reported having high blood glucose. Customer's blood glucose was 295 mg/dl. The customer stated their blood glucose was high because they ate when they should not have. No additional information provided.